Event description:
Dexcom g7 cgm, with 6 days left, registered 100, but was verified by two glucometers at 77. This is not the first time, life threatening discrepancies have occurred multiple times over the past year, and has been reported to the company multiple times by myself. Just as a know, dexcom was not friendly about me letting them know about the inaccuracies of their product. On a lesser note, their covers do not last the 10 days, and also cause allergic reactions in sensitive people, especially myself. You have to purchase covers that stay and don't cause reactions. I am 60 years old, and not getting any younger. I have also been a t2d for 14+ years. Dexcom claims accuracy of the g7, but 23 points is not accuracy. And posting a disclaimer on the app is not justified. This could easily lead to brain-death or permanent damage in anyone who uses this device. Final note, this product needs to be fixed 100%, or discontinued. Even 1 brain-death or injury from this device inaccuracy would be too much. I do not keep these monitors, they last 10 days, after 10 days it's replaced and thrown in the trash. Please see that this issue is tended to. Thank you for your time, compassion, and attention to this request. All information is listed above.